Event description:
Customer is reporting one sample with a positive antibody screen did not react with 0.8% resolve panel a. The sample was also tested with 0.8% resolve panel b and customer saw (weak - 1+) positive reactions with some of the e positive cells (cells 15/16/20) no reactivity was observed with cells 17 and 20. Sample was then sent to reference lab and anti-e was identified. Patient had no previous history of antibodies.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).